Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: during the investigation, the pump was returned with the audio tone alarm inoperable. The pump¿s sound features were set to high, and still no sound was detected. The pump¿s cover was removed, and a crack in the solder joint of the piezo was observed. The connection was re-soldered, and the sound features returned. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.